Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Date of event is unknown. Additional device product code: hrs. Implanted/explanted dates: unknown. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that one day after implantation of locking compression volar distal radius plate, three (3) locking screws broke. Concomitant device reported: ti lcp® volar distal radius plate extra-articular/right (part # 442.464, lot # 7083530, quantity 1); unknown locking screws (part # unknown, lot # unknown, quantity 2), 2.7mm ti cortex screw self tapping(part # 402.874, lot # l276908, quantity 1). This report is for one (1) 2.4mm ti locking screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed. The two broken locking screws were forwarded to the manufacturing site and were checked for conformance to the specifications. The investigation has shown that both screws are broken at the neck point and have strong traces of use on its surface and along of the threaded part of the shaft. The part number of these locking screws could be identified as 412.820 but since the lot numbers are unknown a review of the device history could not be completed. The critical feature in regards to the breakage is the outer thread diameter, the thread core diameter and the thread profile. All relevant features were measured according to the relevant drawing and have passed their specifications. Besides, during the manufacturing process, these relevant features are inspected and documented according to the relevant inspection sheet. The investigation found no manufacturing related issues that would have contributed to this complaint condition. No definitive root cause was able to be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.